Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an unknown issue with the test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (05/20/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. In addition, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. Tertiary, the test strips were evaluated and found to be misclassified by the meter. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 2 ¿ (05/20/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 ¿ (12/27/2014). The patient¿s test strips have been returned on 4/27/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.